Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. The leaking set and several companion samples from the same lot were returned by the user. Upon visual inspection of the set a crack was found on the membrane of the cassette. The companion samples were simulated use tested and did not have any defects or leaks. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A peritoneal dialysis (pd) pt's caregiver reported finding a fluid leak following treatment. When she opened the cassette door she found fluid leaking from the cassette. The caregiver was advised to f/u with the pt's pd nurse. The set and companion samples from the same lot were returned for eval. During f/u, the pt's caregiver reported the pt's effluent remained clear and she did not have complications.